Event description:
The patient was undergoing a thoracic surgery. When stapler was activated, it would not release load. Another device was obtained to continue the procedure. No patient harm.what was the original intended procedure?thoracic.device #1is this a laboratory device or laboratory test?no.